Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited the image bundle was separated from bundle tip objective lens. Unsure as to when the unspecified procedure took place. There was no report of harm, injury or death.